Manufacturer narrative:
Magellan's investigations have confirmed that extended incubation (ie overnight) of blood/treatment reagent mixtures at room temperature or incubation at high temperatures (ie, 60 c) improved test results for some blood specimens. Studies suggest the venous blood collection tube contributes to the low results as similar low results are not observed with capillary blood samples. Magellan is continuing investigations on to determine root cause of suppressed results with venous bloods. Current labeling indicates that venous samples should not be used on the lead care system. Late filing is part of magellan diagnostics, inc. Response to FDA's (B)(4) issued on 29jun2017.

Event description:
Customer reported samples tested immediately after addition to treatment reagent produce lower blood lead values than when they are allowed to sit for 1 hour, 24 hours, or 72 hours in the treatment reagent before testing.